Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that patient underwent suburethral mesh excision on (B)(6) 2012 by dr. (B)(6) due to vaginal bleeding and mesh erosion. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mersilene mesh was implanted into the patient. It is reported that the patient experienced pain and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.